Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed insulin flow blocked. The customer's blood glucose at the time of incident was 407 mg/dl, which they treated via manual insulin injection. During troubleshooting, the insulin pump primed without incident. The customer was advised to change their infusion set. It is unknown if the auto mode feature was active and automatically adjusting insulin delivery during the incident. The insulin pump was not returned for analysis.